Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the patient interface module (pim) with a known working pim from the customer's stock. In addition, the stm replaced the cable from pim to backplane; however, despite the parts being replaced, the stm was still able to duplicate the reported issue. The stm removed the pim and reassembled the iabp unit with the original pim. The stm returned the next day and replaced the drive manifold which corrected the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the patient interface module leak test (pneumatic leak test). It is unknown under which circumstance the event occurred. However, there was no patient involvement and no adverse event was reported.